Event description:
It was reported that pegasus bl 22ga x 1.00in qsyte-cap y tubing was damaged. The following information was provided by the initial reporter: after opening the package, it was found that the connection between the extension pipe and the y type was damaged when the pipe was flushed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0028440. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the photograph provided by the facility was reviewed by our team of quality engineers, they were able to locate the reported tear in the device¿s tubing a formulated several potential hypotheses as what could have caused this event. After reviewing and testing both the manufacturing line and the packaging process, our engineers were unable to replicate the tear in the tubing. Retention sample were exposed to functional testing in attempts to detect additional instances of this non-conformance, and the results of these tests found the retained samples to be free of any abnormalities or defects. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus bl 22ga x 1.00in qsyte-cap y tubing was damaged. After opening the package, it was found that the connection between the extension pipe and the y type was damaged when the pipe was flushed.